Manufacturer narrative:
The customer provided a ctg trace for review and three m2738a avalon patient module for iup, fetal/maternal ECG serial numbers: (B)(4) for investigation. The philips product support engineer (pse) tested the three m2738a 's and found that they performed as specified, no electronic or mechanical issues were detected. No product malfunction was found. No serious injury occurred. The m2703a avalon fm30 fetal monitor serial number: (B)(4) remains at the customer site for use. The cause of the issue was not determined. The clinical specialist provided the investigation results and information to the customer. There is no indication of any systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer submitted a customer feedback case # (B)(4) and stated "intermittent failure to establish fetal heart rate with fetal scalp electrode on the (B)(6) 2016. No patient or user harm has been reported.